Manufacturer narrative:
B5: upon follow up it was reported the titanium adapter was not replaced. H10: based on additional information received, the titanium adapter was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the titanium adapter and the transfer set which resulted in recurrent bacterial peritonitis, manifested by abdominal pain and cloudy effluent. This was further specified as "detachment of miniset occurred from the titanium fitting". The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal merrem (500 mg once a day, discontinued after 25 days). Merrem (500mg, intraperitoneal) was restarted four days after discontinuing the first round, for 21 days). At the time of this report, the patient was recovered from the event. The pd catheter was removed. No additional information is available.

Manufacturer narrative:
B3: peritonitis occurred on an (B)(6) 2023 and (B)(6) 2023. D1: the reported product is an unknown baxter titanium adapter the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.